Manufacturer narrative:
The evaluation results stated, the stellaris was operating normally, with no malfunction. Therefore, the root cause of the report is unknown. The lot history, trend analysis, risk analysis and or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. This investigation is complete.

Manufacturer narrative:
The field service technician on site reported the stellaris was operating normally. The unit did not malfunction. Further investigation underway.

Manufacturer narrative:
A serial number was not provided; therefore, the device history records could not be reviewed. Further investigation underway.

Event description:
The user facility in (B)(6) reported a complication during surgery while using stellaris elite system with vitesse handpiece. There were two retinal breaks. The doctor fixed the retinal breaks with laser shots, and continued surgery as normal. The doctor confirmed that the patient was doing okay the day after surgery.